Manufacturer narrative:
Additional information: patient weight and ethnicity and race: unknown as information was not provided. Date explanted: not applicable as the iol remains implanted in the patient's ocular dexter (right eye). It was indicated that the iol is not being returned for evaluation as it remains implanted in the patient¿s od therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was implanted in the patient's ocular dexter (right eye). Patient states she is near sighted, she sees triple lighting, and her vision is very distorted when it comes to surrounding lighting. Left eye is fine. Through follow-up additional information was received stating prior to right eye surgery she needed readers for close-up reading. After the surgery, she cannot see far away. She can read close-up but the range is very limited approximately 1 inch. If out of the 1 inch range she cannot read and the further away it is blurrier. During twilight hours she has symptoms are worse there are halos and double and triple images. Retinal specialist diagnosed her with epithelial detachment but was told it is not significant. Patient was also informed she has cloudy capsule but yag (yttrium-aluminum-garnet) procedure has not been performed as she wants confirmation pigment epithelial detachment (ped) will not be affected by the yag procedure. No further information is available.